Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00167.

Event description:
The patient was undergoing a thrombectomy procedure to treat a basilar occlusion using a velocity delivery microcatheter (velocity), penumbra system red 68 reperfusion catheter (red68), non-penumbra sheath, and a non-penumbra guidewire. During the procedure, while advancing the red68 containing the velocity and guidewire to the clot, the physician was pulling back on the velocity to be removed and noted pressure on the velocity. Subsequently, the sheath containing the red68, velocity, and guidewire was removed. The velocity was then removed out from the red68, and the distal end of the velocity was broken into two pieces. Therefore, the velocity was not used for the remainder of the procedure. Next, the physician advanced a new velocity; however, the physician experienced resistance and decided to remove the velocity. Upon removal, the distal end of the velocity had fractured. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity with the same red68 and sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report: 3005168196-2023-00168 1. Section b. Box 5. Describe event or problem evaluation of the second returned velocity could not confirm the reported fractured. Evaluation revealed kinks along the catheter shaft. This is likely the reported damage. If the velocity is manipulated against resistance during use, damage such as a kink may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed a bend in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Event description:
The patient was undergoing a thrombectomy procedure to treat a basilar occlusion using a velocity delivery microcatheter (velocity), penumbra system red 68 reperfusion catheter (red68), non-penumbra sheath, and a non-penumbra guidewire. During the procedure, while advancing the red68 containing the velocity and guidewire to the clot, the physician was pulling back on the velocity to be removed and noted resistance on the velocity. Subsequently, the sheath containing the red68, velocity, and guidewire was removed. The velocity was then removed out from the red68, and the distal end of the velocity was broken into two pieces. Therefore, the velocity was not used for the remainder of the procedure. Next, the physician advanced a new velocity; however, the physician experienced resistance and decided to remove the velocity. Upon removal, the distal end of the velocity was noticed to be kinked. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity with the same red68 and sheath. There was no report of an adverse effect to the patient.